Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise from a left ventricular assist device. The other two sensing vectors were tested and found to be unacceptable. The therapy is now programmed off. The patient may get a heart transplant and the doctor will just remove the system at that time. There were no additional adverse patient effects. The system remains implanted. It was reported that this patient recently received an lvad. Since this, the patient has received seven inappropriate shocks due to oversensing of signal amplitudes and artifacts. The patient was brought into the clinic for system evaluation and the double counting was no reproducible, so technical services believes that it was likely benign. The system was then re-optimized and here was an alert indicating that the signal amplitude was out of range. The signal amplitude was close, and it is physician discretion to override and continue with alternate sensing vector. No adverse events were reported.

Event description:
It was reported that this patient recently received an lvad. Since this, the patient has received seven inappropriate shocks due to oversensing of signal amplitudes and artifacts. The patient was brought into the clinic for system evaluation and the double counting was no reproducible so technical services believes tat it was likely benign. The system was then re-optimized and here was an alert indicating that the signal amplitude was out of range. The signal amplitudes was close and it is physician discretion to override and continue with alternate sensing vector. No adverse events were reported.